Event description:
It was reported that when the director was performing transurethral ureteroscopic lithotripsy, customer was preparing to use a ureteral stent. The nurse opened the package and found that there was no product in the package, so they replaced it with a new product, which did not affect the patient. This was identified during pre use and was not used on the patient. Stated that there was a prolonged surgery and needed a new stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed packaging related. Visual evaluation noted received 1 ureteral stent packaging. Upon visual inspection no product was inside the packaging. Also received 2 photos both showing top views of packaging. First photo sample shows bottom right corner and no sight of any components for the product. Second photo sample shows top view of closed product packaging indicating product catalog number, batch number, and expiration dates. However, there is no indication of any products within packaging. Based on the results of the investigation no additional actions are required at this time. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as the labelling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the director was performing transurethral ureteroscopic lithotripsy, customer was preparing to use a ureteral stent. The nurse opened the package and found that there was no product in the package, so they replaced it with a new product, which did not affect the patient. This was identified during pre use and was not used on the patient. Stated that there was a prolonged surgery and needed a new stent.